Event description:
It was reported that during a total hip arthroplasty, a piece of metal broke off while inserting a screw, and the surgery was completed with another screw. The event occurred intra-operatively during screw insertion and caused a surgical delay of approximately 10 minutes. No metallic fragment remained in the patient. The patient had no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.